Event description:
Touchscreen on the v60 bipap rental machine malfunctioned while adjusting settings. Not staying on settings. Device was returned to (B)(6). The (B)(6) technician performed a thorough testing of this unit and found that the nav-ring assembly required replacement and the circuit arm required repair. There was no patient harm. (B)(6).